Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), the reported outcome, and the events leading up to the reported outcome cannot be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists renal dysfunction and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to decompensated heart failure post left ventricular assist device (lvad), cardio-renal syndrome. Upon admission, the patient had severe aortic regurgitation, acute kidney injury, and anuria and was treated medically. Their serum creatinine was 3.95 and it was treated with inotropic support and diuretics. Over a period of time, it reduced to 1.49. The renal dysfunction was not determined to be related to or caused by the device or device therapy. The patient had a cardiopulmonary arrest and passed away. The death was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.